Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported that during a cataract extraction with an intraocular lens (iol) implantation, the second haptic seems to be thicker, melted with the injector. In the end, second haptic broke off after implanting in the eye and a new lens was placed. There was a negative consequence for the patient that was described as "larger incision". The surgery was completed with a new lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Additional information was received that the complainant reported the use of a viscoelastic which is not qualified to be used with the associated preloaded device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the directions for use, as the customer states the use of non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: the device is returned in the blister tray. The lens stop and the plunger stop have been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The lens and the plunger have been fully advanced outside the tip of the nozzle. One haptic is present in the nozzle tip. The nozzle has a heavy stress and aneurysm. No lens returned. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow directions for use, as the customer states the use of non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).